Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not recognize a battery pack. Upon evaluation, there was contamination on the battery board and there was a failure at bga components u104 (pxa) and u1003 (pld). The cause of the inability to charge the battery packs is the contamination and bga failure. The cause of the contamination is liquid ingress of an unknown contaminant. The cause of the bga failure cannot be positively identified. The root cause of the inability to charge the battery packs cannot be distinguished between the contamination or bga failure. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.